Event description:
It was reported an em2400 valve set leaked. During filling, multivitamins leaked from port 2. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Reported potential lot #: 60316024, 60357851, and 60369370. Initial reporter address: (B)(4). Correction/removal report number: 3010291427-06/21/2022-001-c the user facility submitted medwatch mw5111110 for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: potential lot number 60357851 was manufactured between 30mar2021 and 31mar2021. Potential lot number 60369370 was manufactured between 23may2022 and 24may2022. Potential lot number 60316024 was manufactured between 31aug2021 and 01sep2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.